Event description:
It was reported that the customer was unable to load the cartridge due to the syringe tip. Customer switched to a needle tip and was able to successfully load a new cartridge and resume insulin delivery. Customer had elevated blood glucose levels (338 mg/dl), and stated he will be delivering boluses as needed to stabilize his blood glucose level.

Manufacturer narrative:
No product returning for eval. Should new relevant info become available a supplemental form will be completed.